Manufacturer narrative:
Updated blocks: d10 and h3. 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to operate to the manufacturer's specifications in both ambient and cold temperatures.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician was unable to duplicate the complaint. The roller pump operated to the manufacturer's specifications. Per log data log analysis, the issue was reported (B)(6) 2019, but it occurred on (B)(6) 2019. The logs were exported on (B)(6) 2019. These logs did not cover the incident date of (B)(6) 2019. One log did go back that far, and it has no entries for 25-aug-2019. There were indications in the pump logs that the pumps may frequently be over occluded (belt slip and over current events). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, they were using a polyvinyl chloride (pvc) tubing 8:1 dual set.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia pump stopped and displayed a "stop: motor error" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.